Event description:
It was reported that, during debridement surgery, the bending part of a versajet handpiece did not match, for which water splashed in all directions. Surgery was resumed, after a significant delay greater than 30 min, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the affected product has been received and evaluated. A visual and functional evaluation has been performed, confirming that the distal tip was bent, which caused the handpiece to not perform correctly, resulting in an inaccurate stream. The probable cause is confirmed to be a raw material defect. Documentation review. The manufacturing records, reveal no contributory factors, the batch associated to this product was released according to the finished product specifications. Risk documentation has been reviewed, this material defect and functional failure is anticipated and deemed to be acceptable. Historical review, considering the affected product and event type, has revealed no other cases from this batch, with no relevant historical corrective actions. No adverse trends have been observed therefore no further action is deemed necessary at this time.